Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter needle leaked blood during use. The following information was provided by the initial reporter, translated from chinese: "coronary artery bypass surgery in cardiac surgery, arterial puncture, and continuous blood pressure monitoring for patients during the operation. During use, it is found that the puncture needle leaks blood, and the puncture is performed with a new puncture needle."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 381137 and lot number 2087291. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. H3 other text : see h10.

Event description:
It was reported that the bd angiocath¿ IV catheter needle leaked blood during use. The following information was provided by the initial reporter, translated from chinese: "coronary artery bypass surgery in cardiac surgery, arterial puncture, and continuous blood pressure monitoring for patients during the operation. During use, it is found that the puncture needle leaks blood, and the puncture is performed with a new puncture needle."